Manufacturer narrative:
According to preliminary analysis results, an issue is suspected with the defibrillation lead. No anomaly is suspected regarding the ICD. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the defibrillation lead).

Event description:
During the follow-up of (B)(6) 2014, two warning messages were displayed: one referring to low shock impedance on (B)(6) 2014; the other one referring to maximum energy shock ineffective on (B)(6) 2014.

Event description:
During the follow-up of (B)(6) 2014, two warning messages were displayed: one referring to low shock impedance on (B)(6) 2014; the other one referring to maximum energy shock ineffective on (B)(6) 2014.

Event description:
During the follow-up of (B)(6) 2014, two warning messages were displayed: one referring to low shock impedance on (B)(6) 2014; the other one referring to maximum energy shock ineffective on (B)(6) 2014.